Event description:
A tps handpiece cord was sent for eval because it was causing hand pieces to run without activation. The event occurred during a routine field service maintenance visit. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the analog ground pin was identified as the probable cause of the device running on its own without activation.